Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an evaluation of the cook silicone balloon hysterosalpingography injection catheter the customer went to check the integrity of the balloon prior to using on a patient. The device was filled with air prior to inserting into the patient. They attempted to deflate the balloon but the balloon would not deflate. They checked two other same devices by filling the balloons with saline and when they attempted to deflate the balloons, they would not deflate. Over a period of about 20 minutes, the original balloon inflated with air deflated, but when they refilled the balloon with air it failed to deflate again. The evaluation was abandoned. Per the instructions for use (IFU), under warnings, it states, "always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas". No patient involvement.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data and specifications. Two opened devices and five unopened devices were returned for investigation. A functional test was performed. The two-opened devices inflated fine. To deflate the balloon, slightly more pressure was warranted when depressing the black plunger on the inflation valve. The five unopened devices were opened for investigation. A functional test was performed and the balloon inflated and deflated, but additional pressure was needed once again when depressing the black plunger on the inflation valve. The device history lot record review did not observe any non-conformances that may have contributed to the reported incident. A search of complaint records revealed this complaint to be 1 of 4 complaints associated with the reported complaint lot number 8446240. (B)(4) are all for ¿the catheter balloon doesn¿t deflate and has to be cut out.¿ since these complaints are related to the complaint issue, appropriate product and quality managers have been alerted. A review of relevant manufacturing documents was conducted. The device was inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU) included with this device contains the following: warnings: always inflate the balloon with sterile liquid. Never inflate with air, carbon dioxide, or any other gas. Precautions: refer to product label or the inflation check valve on the balloon device for appropriate balloon volume. The device functionality testing shows that the balloons inflated fine. Additional pressure was needed when depressing the black plunger on the inflation valve in order to deflate the balloons. Measures have been initiated to address this issue. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported, during an evaluation of the cook silicone balloon hysterosalpingography injection catheter the customer went to check the integrity of the balloon prior to using on a patient. The device was filled with air prior to inserting into the patient. They attempted to deflate the balloon but the balloon would not deflate. They checked two other same devices by filling the balloons with saline and when they attempted to deflate the balloons, they would not deflate. Over a period of about 20 minutes, the original balloon inflated with air deflated, but when they refilled the balloon with air it failed to deflate again. The evaluation was abandoned. Per the instructions for use (IFU), under warnings, it states, "always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas". No patient involvement.